Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) popped while deploying the device upon initial inflation. Manual pressure was held with no problems to report. No harm was done to the patient. The mynx vcd was prepped according to the instructions for use (IFU). There was no visible damage to the distal end of the 6f unknown sheath after removal. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the 6f unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The device was prepped by a trained user with 50/50 contrast. The procedure used an antegrade approach. The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant was present in the manufactured position, fully covered by the sealant sleeves which did not show any type of damage or anomaly. Additionally, the syringe and the catheter sheath introducer (csi) used were not returned with the device. It was also noted that the balloon was severely damaged as received, showing a full burst separation condition. Functional testing could not be executed due to the fully separated condition of the balloon. Per microscopic analysis, a magnified visual analysis of the balloon surface was executed to show the radial rupture identified in the body of the balloon that caused a full separation of the balloon body. The product history record (phr) review of lot f2216502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the full radial rupture found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during initial inflation, handling factors during prep are possible. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped while deploying the device upon initial inflation. Manual pressure was held with no problems to report. No harm was done to the patient. The mynx vcd was prepped according to IFU instructions. There was no visible damage to the distal end of the 6f unknown sheath after removal. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device was prepped by a trained user with 50/50 contrast. The procedure used an antegrade approach. The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.